Event description:
Email reported (B)(6) 2011: linear balloon has a hole in it datasheet reported (rec'd (B)(6) 2011): I (B)(6) picked up pt from cvci on the iabp. Nurse notified me that machine alarmed "all night". Reddish substance was noted in gas line. Cvci replaced gas line on night of (B)(6) 2011. Sheath after artery operating room about 2 hours, alarm sounded and gas leak. I checked all connections and informed surgeon. He had me "d" out console. I noticed blood in the gas line surgeon was notified of hole in the balloon. Another balloon was inserted on left side. Pt had surgery the next day for an occluded right iliac artery. Email update on (B)(6) 2011: "this injury (clotted iliac artery) was attributed to the iabp leak and subsequent catheter removal. Pt is currently in rehab/care facility due to recovery from the fasciotomy that was required secondary to swelling, which was secondary to loss of femoral perfusion for a period of time (time lapse between diagnosis and surgery). Surgeon nurse stated pt is in.

Manufacturer narrative:
Product condition received. The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The extra corporeal tubing was returned in two parts. The extension tubing was also returned. Half of the membrane and catheter tip was not returned. Product eval: an underwater leak test of the membrane and catheter portions returned was performed and no leaks were detected. Conclusion: due to the return condition of the device the reported problem could not be confirmed during testing.